Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not vibrating although volume settings were set to "vibrate". The customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced ongoing low blood glucose (bg) levels in the 50s mg/dl range; cause was not known. Customer consumed glucose tablets to address bg level. Recommendation was made to consult with a healthcare provider to discuss diabetes management.